Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, visual examination and operation confirmation found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset visera 4k uhd camera control unit to the olympus service center. Upon inspection and testing of the returned device, it was observed, communication error e117 occurred immediately after startup. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The device was returned and evaluated and the following checks were performed but the phenomenon was not reproduced. Long continuous operation. Continuous power on/off test. Olympus will continue to monitor field performance for this device.